Event description:
Patient was hospitalized due to increased seizures and received a generator replacement. The explanted generator have not been received by product analysis to date. No other relevant information has been received to date.